Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charge-coupled device (ccd) and plug unit not responding should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope had static lines throughout image. The scope was reseated then there was no image on the screen. The issue was found during set up for an unspecified procedure. No harm reported.